Manufacturer narrative:
The alarm log shows frequent abnormal aspiration alarms. It was found that the humidity in the customer's lab is lower than 20%. The specifications of the system indicate that humidity levels lower than 30% can affect sample and qc material due to evaporation on the sample surface and cause result deviations. The investigation also found that the qc values dropped without changes in calibration, indicating the prolonged use of qc material. The instrument is performing within specifications. The investigation is ongoing.

Manufacturer narrative:
Ten samples were provided for investigation. The investigation could not confirm the customer's discrepant result differences. It was found that the customer was comparing the c503 hba1c results to the corresponding patients' previous c501 hba1c results. Method comparison measurements should be performed according to a standardized procedure to be valid. The customer's c503 module was confirmed to be running within the manufacturer's specifications. Comparison measurements of the samples' results compared to investigational measurement results confirmed the acceptable performance of the assay. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for an unknown number of patients' samples tested on a cobas pro c 503 analytical unit when compared to previous measurements. It was alleged that the results made healthy patients appear to be pre-diabetic and pre-diabetic patients appear to be diabetic. The patients' discrepant result information was requested but not provided at this time. The reagent lot number is 64510301. The expiration date was requested but not provided.